Event description:
In 2002, info received from the facility indicated that a pt had fallen in the hall outside of their room and sustained a severe head injury and died later that day. The facility alleges the bed exit system is not working.